Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. The product was checked to print and all dimensions are in tolerance except for the profile (f27) which is likely out of tolerance due to the deformation caused by impaction and removal of the liner. Visual inspection identified small scratches and a small hole on top of the rim which can be attributed to the removal of the liner. Review of the manufacturing history record determined that the product likely left zimmer biomet conforming. The root cause can not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. I/o risk matrix addresses the risk of components not fitting together in item 4.2.1. (B)(4).

Event description:
It was reported that a patient underwent total hip arthroplasty on (B)(6) 2016. During the procedure the g7 liner would not seat. The surgeon verified that the rim was clean and the screws were down. A second liner was used to complete the procedure with no delay in the procedure. No additional patient consequences were reported. Attempts have been made and no further information has been provided.